Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the proximal lumen blocked during placement of the catheter at the right internal jugular vein. The catheter was kept placed without using the blocked proximal lumen for a while, then removed. No injury to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc catheter for analysis. Signs of use were observed on and within the catheter. The medial extension line was clamped. Visual inspection did not reveal any defects or anomalies on the returned catheter. The catheter body length from the juncture hub to the distal tip measured 216 mm , which is within the specification limits of 207-227 mm per catheter product drawing. The outer diameter of the catheter body measured 2.46 mm, which is within the specification limits of 2.39-2.49 mm per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe was used to flush each extension line and no blockages nor leaks were observed. The catheter flushed as intended. A manual tug test confirmed the luer hubs were securely attached to their respective lumens. The IFU provided with this kit warns the user, "flush lumen(s) to completely clear blood from catheter. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a blocked catheter was not confirmed through complaint investigation of the returned sample. Functional testing of the returned catheter revealed the catheter flushed as intended with no blockage detected. A device history record review was performed based on a potential lot, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "the proximal lumen blocked during placement of the catheter at the right internal jugular vein. The catheter was kept placed without using the blocked proximal lumen for a while, then removed. No injury to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".